Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no: 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs mention that essure was not removed. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion. Concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received event " she didn¿t undergo essure confirmation test." Was added. Reporter information, concomitant drug and patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs mention that essure was not removed discrepancy noted in date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: histologic sections of the hysterectomy specimen show no specific pathologic changes. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion concerning the injuries reported in this case, the following ones were reported from patient's medical record: confirming- pelvic pain, abdominal pain, menorrhagia lot number:822363 manufacturing date:2011-01 expiration date:2014-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs mention that essure was not removed concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received event " she didn¿t undergo essure confirmation test." Was added. Reporter information, concomitant drug and patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs mention that essure was not removed discrepancy noted in date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: histologic sections of the hysterectomy specimen show no specific pathologic changes.. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia. Lot number:822363 manufacturing date:2011-01 expiration date:2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received. Reporter information updated and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in pfs mention that essure was not removed discrepancy noted in date(s) of insertion: (B)(6) 2011. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia lot number:822363 manufacturing date:2011-01 expiration date:2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), device expulsion ('the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, weight gain, lethargy, rash, itching, restless legs, tendency to bruise easily, menopausal symptoms, arthritis, postpartum depression, gastrointestinal disorder, hypertension, infertility, renal disease, epilepsy, osteoporosis, sexually transmitted disease, polycystic ovarian syndrome, thyroid disorder, perineal pain, cervix inflammation and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), muscle spasms ("muscle spasms"), skin lesion ("skin lesions"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, dyspareunia, hypersensitivity, muscle spasms, skin lesion, arthralgia, back pain, fatigue, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, hypersensitivity, hypoaesthesia, muscle spasms, paraesthesia, pelvic pain, skin lesion and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from patient's medical record: embedded device, device expulsion; concerning the injuries reported in this case, the following ones were reported from patient's medical record : confirming- pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events- "nickel sensitivity, dyspareunia, autoimmune-like symptoms, hypersensitivity, muscle spasms, skin lesions, joint pain, back pain, fatigue, numbness, tingling, the left cornu shows lit 2.0 cm in length by 0.1 cm in diameter embedded metallic coil", medical history, lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.